Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right groin hernia. It was reported that after implant, the patient experienced hernia recurrence, implant failure, mesh migration, scarring, groin pain, adhesions, and mesh contraction. Post-operative patient treatment included mesh removal surgery and additional surgery.